Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated he kept receiving "m41-patient sensors too high" and "m31-air detected in cassette" alarms during treatment. The patient stated the inside of the cassette door was a little wet from the previous treatment and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his following treatment. Follow-up with the pd patient's clinic registered nurse (rn) confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient stated he kept receiving "m41-patient sensors too high" and "m31-air detected in cassette" alarms during treatment. The patient stated the inside of the cassette door was a little wet from the previous treatment and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his following treatment. Follow-up with the pd patient's clinic registered nurse (rn) confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.